Manufacturer narrative:
(B)(4). The sample will not be returned for evaluation.

Event description:
See MDR#1036844-2014-00480 and MDR#1036844-2014-00477, 1036844-2014-00478 for the first three insertion attempts. During fourth attempt of catheter placement into the patient's right groin, the physician was unable to remove the spring wire guide from the catheter. Again, everything went smoothly until removal of the guide wire through the catheter. The physician reported the needle was inserted via ultrasound and guide wire inserted normally. To remove the guide wire that would not come through the catheter, she had to resort to using a needle holder to get additional traction on the wire to pull it out. Upon removal, the wire was severely kinked. The final insertion attempt into the left subclavian was successful and the guide wire came out normally. There was a delay in treatment and it is not known if there was patient harm or complications. The patient expired but was noted she was not going to survive her diagnosis per the physician. The physician was unaware of the results of the organ donation success or failure.